Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient will be having ipg replacement for an unknown reason.

Event description:
Additional information indicated that the patient was in car accident that caused lead migration. As a result, a surgery intervention occured wherein the system was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.